Manufacturer narrative:
H.4. Device manufacture date: : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a generic bd pyxis¿ medstation¿ es remote manager kept failing, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager lock was failed. A field service engineer (fse) shut down the device, replaced the microswitches and latch, and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a generic bd pyxis¿ medstation¿ es remote manager kept failing, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.